Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument's black cable was broken at the wrist. There wasn't any damage or issue related. No fragments fell into the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was a loss of cautery associated with the broken/loose cable and that there were no signs of thermal damage at the site of the breakage. Additionally, there wasn't any arcing observed during the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing. Instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove.